Event description:
It was reported foreign particle and damaged.

Manufacturer narrative:
No samples or photos available for evaluation. As a result, bd was unable to verify the reported issue or define a definitive root cause at this time. Production record review was completed for batch/lot 0078950 and no non-conformance was noted during the manufacturing of this lot. If samples, photos or additional information become available we'll re-open the record and investigate accordingly. No further actions required. This failure will continue to be tracked and trended. H3 other text : see narrative below.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported foreign particle and damaged.